Event description:
It was reported to philips that the device displayed an error message. The error was described by the customer as, ¿charge button isn¿t stable¿. The patient was involved but there was no adverse patient impact.